Event description:
Info received indicates the left siderail will not stay in the upright position.

Manufacturer narrative:
The tech replaced the missing nut and bolt at the siderail latch plate to repair the stretcher.